Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during product demonstration for the hospital staff, 2 threaded guide would not thread into the plate. There was no patient involvement. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). This report is for 1 1.5mm threaded drill guide with depth gauge. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: investigation flow: device interaction/ functional. Visual inspection: the 1.5mm threaded drill guide with depth gauge (part # 323.034; lot # 8536336) was received at us cq. On visual inspection there were no defects found on the device itself. Since the mating device was not returned the complaint allegation of unable to assemble was not confirmed. Functional test: functional test cannot be performed on the device as the mating device was not returned. Since the mating device was not returned the complaint replication was unable to be performed. Dimensional inspection: dimensional inspection was performed to measure the distal end diameter of the device. Complaint confirmed? No. Investigation conclusion: the complaint condition is not confirmed for 1.5mm threaded drill guide with depth gauge (part # 323.034; lot # 8536336). There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: device history lot: part: 323.034, lot: 8536336, manufacturing site: hägendorf, release to warehouse date: sept. 12, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.